Event description:
It was reported that approximately six months post-implantation, the patient underwent a hip revision due to instability. Surgeon was concerned for dislocation risk after the previous infection was brought under control. Head and liner exchanged with a washout. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ new zealand. H6: proposed component code: mechanic (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.